Event description:
The pt stated, that the tubings of her infusion sets have been separating at the luer lock. She stated, when she discovered the separation, she changed the cartridge and infusion tubing. She did not report any physiological effects. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.